Event description:
It was reported that, during use of this drill in oral surgery, it would stop working. The customer further reported it started vibrating on its own while sitting on a tray (safety was not on). The procedure was completed with an alternate device, and there was no injury or surgical delay.

Manufacturer narrative:
Investigation results: the drill was received for evaluation. During testing, the reported problem that the handpiece runs on its own was not confirmed. However, the device was found to run intermittently when the lever was actuated. A review of conmed linvatec repair records for this device indicates that it is overdue for preventive maintenance. The customer will be contacted with this information..